Event description:
It was reported that the surgeon attempted to insert a +22.0 diopter cc4204bf collamer plate lens and the lens was torn in the cartridge. There was no patient contact. The reporter stated, the technician had used the wrong cartridge for this lens. Another lens was implanted.

Manufacturer narrative:
Results (other): visual inspection of the returned product found no visible damage to the cartridge. The lens was returned and visual inspection found the lens stuck in the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.